Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced an occlusion issue and was alerted by alarm 2a followed by alarm 26a. The blockage is located at the site and cannula was blocked. No further information available.